Event description:
"The manufacturer became aware of an allegation of ds2adv auto CPAP that the patient alleges the device powers off. A device was returned to a third-party service center. During the evaluation of the device, burned component q3. Device was scrapped. At this time, no further investigation can be performed. If any additional is received, a follow up report will be filed."